Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on (B)(6) 2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2008. Subsequent to implantation, the consumer started experiencing severe pelvic pain, hair falling out, migraine headaches and extreme menstrual changes. In (B)(6) 2015, she had a hysterectomy. Company causality comment:this non-medically confirmed, legal and spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. She had a hysterectomy. This event was considered serious and listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, it was reported that subsequent to implantation the consumer experienced this event. Based on this information, on its nature and in the lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Additional information will be obtained through the normal litigation process.

Manufacturer narrative:
Follow-up information received on 26-apr-2016. Quality-safety evaluation of product technical complaint: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Upon internal review on 03-may-2016, information received on 26-apr-2016 was corrected. (B)(4). Company causality comment: this non-medically confirmed, legal and spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. She had a hysterectomy. This event was considered serious and listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, it was reported that subsequent to implantation the consumer experienced this event. Based on this information, on its nature and in the lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Additional information will be obtained through the normal litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("the third fragment in right fallopian tube contained an essure metallic implant/smaller fragments show some fibrosis and chronic inflammation"), fallopian tube perforation ("perforation of her right tube"), genital haemorrhage ("ablation due to heavy bleeding/bleeding/heavy bleeding"), salpingitis ("a couple of fragments show fibrosis and mild chronic inflammation") and pelvic pain ("severe pelvic pain /severe and persistent pain in her pelvic area / pain") in an adult female patient who had essure (batch no. 627432) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included benign tumor excision (tumor removal on tailbone:removed tumor off of her tailbone), multigravida (gravida 3), parity 3 (((B)(6) 2006, (B)(6) 2006 and (B)(6) 2008)), cramp in lower abdomen, nausea, hypothyroidism, psoriasis and seasonal allergy. Previously administered products included for an unreported indication: oral contraceptives in 2004, birth control patch in 2004 and tylenol. Concurrent conditions included smoker, asthma, attention deficit/hyperactivity disorder, anxiety, depression, motion sickness, neck pain and lumbago. Concomitant products included escitalopram since 2011 for depression and anxiety, amoxicillin for infection, vicodin since 2011 for injury, temazepam since 2011 and tizanidine since 2011 for migraine and gabapentin since 2011 and oxycocet (percocet) since 2011 for pain. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced menstrual disorder ("extreme menstrual changes"). In 2010, the patient experienced pelvic pain (seriousness criterion medically significant), alopecia ("hair falling out / hair loss/hair loss"), migraine ("migraine headaches / migraines/migraines"), abdominal pain ("severe and persistent pain in her abdominal area"), lymphadenopathy ("lymph nodes swelling/lymph nodes swelling"), mood swings ("mood swings/mood swings"), depression ("depression/depression"), anxiety ("anxiety/anxiety"), weight increased ("weight gain/weight gain"), abdominal pain upper ("stomach (felt like needles)") and vulvovaginal pain ("vagina"). In 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), adnexa uteri pain ("right tube pain"), allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel") and vaginal discharge ("discharge"). The patient was treated with surgery (laparoscopic oophorectomy and or salpingectomy), surgery (removal surgery), surgery (hysteroscopy novasure endometrial ablation dilation and curettage) and surgery (laparoscopic oophorectomy and or salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. In 2015, the pelvic pain, abdominal pain, abdominal pain upper and vulvovaginal pain had resolved. At the time of the report, the device breakage, fallopian tube perforation, salpingitis, alopecia, migraine, menstrual disorder, lymphadenopathy, mood swings, depression, anxiety, weight increased, adnexa uteri pain and allergy to metals outcome was unknown and the genital haemorrhage and vaginal discharge was resolving. The reporter provided no causality assessment for abdominal pain, abdominal pain upper, adnexa uteri pain, allergy to metals, anxiety, depression, fallopian tube perforation, genital haemorrhage, lymphadenopathy, mood swings, vaginal discharge, vulvovaginal pain and weight increased with essure. The reporter considered alopecia, device breakage, menstrual disorder, migraine, pelvic pain and salpingitis to be related to essure. The reporter commented: plaintiff claimed that her use of essure caused or aggravated her psychiatric and/or psychological condition. Patient believe that she was injured by the essure device and suspected the injury was related to the device itself as opposed to some other cause, or causes, or the procedure to implant the essure device itself. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Allergy test - on an unknown date: allergic to nickel hysterosalpingogram - on (B)(6) 2009: wires within the fallopian tubes are noted ultrasound pelvis - in 2015: perforation quality-safety evaluation of ptc: quality-safety evaluation: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there ¡s no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 7-aug-2018: medical record received: event device breakage & fallopian tube inflammation was added. Historical & concomitant conditions drugs were added. Product , patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of her right tube"), genital haemorrhage ("ablation due to heavy bleeding/bleeding") and pelvic pain ("severe pelvic pain /severe and persistent pain in her pelvic area / pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included benign tumor excision (tumor removal on tailbone: removed tumor off of her tailbone), multigravida (gravida 3) and parity 3 (((B)(6) 2006, (B)(6) 2006 and (B)(6) 2008)). Previously administered products included for an unreported indication: birth control patch in 2004 and oral contraceptives in 2004. Concomitant products included escitalopram in 2011 for depression and anxiety, amoxicillin for infection, vicodin in 2011 for injury, temazepam in 2011 and tizanidine in 2011 for migraine and gabapentin in 2011 and oxycocet (percocet) in 2011 for pain. In 2008, 153 days before insertion of essure, the patient experienced alopecia ("hair falling out / hair loss"), migraine ("migraine headaches / migraines") and menstrual disorder ("extreme menstrual changes"). In (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain ("severe and persistent pain in her abdominal area"), abdominal pain upper ("stomach (felt like needles)") and vulvovaginal pain ("vagina"). In 2014, the patient experienced lymphadenopathy ("lymph nodes swelling"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain"), adnexa uteri pain ("right tube pain"), allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel") and vaginal discharge ("discharge"). The patient was treated with surgery (removal surgery) and surgery (ablation). Essure was removed in (B)(6) 2015. In 2015, the pelvic pain, abdominal pain, abdominal pain upper and vulvovaginal pain had resolved. At the time of the report, the fallopian tube perforation, alopecia, migraine, menstrual disorder, lymphadenopathy, mood swings, anxiety, weight increased, adnexa uteri pain and allergy to metals outcome was unknown and the genital haemorrhage and vaginal discharge was resolving. The reporter provided no causality assessment for abdominal pain, abdominal pain upper, adnexa uteri pain, allergy to metals, anxiety, depression, fallopian tube perforation, genital haemorrhage, lymphadenopathy, mood swings, vaginal discharge, vulvovaginal pain and weight increased with essure. The reporter considered alopecia, menstrual disorder, migraine and pelvic pain to be related to essure. The reporter commented: plantiff claimed that her use of essure caused or aggravated her psychiatric and/or psychological condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Quality-safety evaluation of ptc: quality-safety evaluation: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 15-nov-2017: follow up received via a pfs form: reporters was added. Concomitant and historic conditions was added and also concomitant drugs was added. New events was added."essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial indicates here initial submission by the new legal manufacturer only. Indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the third fragment in right fallopian tube contained an essure metallic implant/smaller fragments show some fibrosis and chronic inflammation"), fallopian tube perforation ("perforation of her right tube"), genital haemorrhage ("ablation due to heavy bleeding/bleeding/heavy bleeding"), medical device site inflammation ("a couple of fragments show fibrosis and mild chronic inflammation") and pelvic pain ("severe pelvic pain /severe and persistent pain in her pelvic area / pain") in an adult female patient who had essure (batch no. 627432) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included benign tumor excision (tumor removal on tailbone:removed tumor off of her tailbone), multigravida (gravida 3), parity 3 (((B)(6) 2006, (B)(6) 2006 and (B)(6) 2008)), cramp in lower abdomen, nausea, hypothyroidism, psoriasis and seasonal allergy. Previously administered products included for an unreported indication: oral contraceptives in 2004, birth control patch in 2004 and tylenol. Concurrent conditions included smoker, asthma, attention deficit/hyperactivity disorder, anxiety, depression, motion sickness, neck pain and lumbago. Concomitant products included escitalopram since 2011 for depression and anxiety, amoxicillin for infection, vicodin since 2011 for injury, temazepam since 2011 and tizanidine since 2011 for migraine and gabapentin since 2011 and oxycocet (percocet) since 2011 for pain. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced menstrual disorder ("extreme menstrual changes"). In 2010, the patient experienced pelvic pain (seriousness criterion medically significant), alopecia ("hair falling out / hair loss/hair loss"), migraine ("migraine headaches / migraines/migraines"), abdominal pain ("severe and persistent pain in her abdominal area"), lymphadenopathy ("lymph nodes swelling/lymph nodes swelling"), mood swings ("mood swings/mood swings"), depression ("depression/depression"), anxiety ("anxiety/anxiety"), weight increased ("weight gain/weight gain"), abdominal pain upper ("stomach (felt like needles)") and vulvovaginal pain ("vagina"). In 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), medical device site inflammation (seriousness criteria medically significant and intervention required), adnexa uteri pain ("right tube pain"), allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel") and vaginal discharge ("discharge"). The patient was treated with surgery (laparoscopic oophorectomy and or salpingectomy (bilateral)) and surgery (hysteroscopy novasure endometrial ablation dilation and curettage) and essure was removed on (B)(6) 2015. In 2015, the pelvic pain, abdominal pain, abdominal pain upper and vulvovaginal pain had resolved. At the time of the report, the device breakage, fallopian tube perforation, medical device site inflammation, alopecia, migraine, menstrual disorder, lymphadenopathy, mood swings, depression, anxiety, weight increased, adnexa uteri pain and allergy to metals outcome was unknown and the genital haemorrhage and vaginal discharge was resolving. The reporter provided no causality assessment for abdominal pain, abdominal pain upper, adnexa uteri pain, allergy to metals, anxiety, depression, fallopian tube perforation, genital haemorrhage, lymphadenopathy, mood swings, vaginal discharge, vulvovaginal pain and weight increased with essure. The reporter considered alopecia, device breakage, medical device site inflammation, menstrual disorder, migraine and pelvic pain to be related to essure. The reporter commented: plaintiff claimed that her use of essure caused or aggravated her psychiatric and/or psychological condition. Patient believe that she was injured by the essure device and suspected the injury was related to the device itself as opposed to some other cause, or causes, or the procedure to implant the essure device itself. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Allergy test - on an unknown date: allergic to nickel. Hysterosalpingogram - on 16-apr-2009: wires within the fallopian tubes are noted ultrasound pelvis - in 2015: perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.